Event description:
It was reported during the clinical study at 7-month follow-up after treatment for right internal carotid artery-cavernous saccular aneurysm the stent (subject device) had migrated. The patient had no symptoms before returning to the hospital for 7-month follow-up. The stent device migration was found during follow-up imaging. Remedial treatment was performed by the physician implanting an additional flow diverter stent. The patient is now in good condition after the procedure. There were no other clinical consequences to the patient.

Event description:
It was reported during the clinical study at 7-month follow-up after treatment for right internal carotid artery-cavernous saccular aneurysm the stent (subject device) had migrated. The patient had no symptoms before returning to the hospital for 7-month follow-up. The stent device migration was found during follow-up imaging. Remedial treatment was performed by the physician implanting an additional flow diverter stent. The patient is now in good condition after the procedure. There were no other clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes/DHR (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿one evolve device (fd45025, lot# 24912340) was successfully implanted and completed covered aneurysm neck, procedure duration 75 minutes. The follow-up dsa imaging ((B)(6)2025) indicated that there was a migration of the investigational device. A stent-assisted embolization was performed in the target vessel on (B)(6) 2025¿. Additional information provided by the customer indicated the patient had no symptoms before returning to the hospital for 6 month follow-up, the device migration has been found during follow-up imaging, which led to remedial treatment, and the patient is now in good condition after the procedure. The patient used one more surpass evolve. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event of the stent dislodged/migrated.